Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 16-oct-2023, a spontaneous report was received from the united states via email regarding a female (age not provided) who used a thermacare lower back and hip 8hr l/xl heat wrap. On an unspecified date, the consumer applied one thermacare lower back and hip 8hr l/xl heat wrap for an unspecified date. On an unspecified date after 4 hours of use, the consumer experienced a quarter-sized burn which was deep. She went to an emergency room and is seeing a wound care specialist. The consumer declined to provide further information.